Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was reading inaccurately low compared to another meter (unknown meter). The complaint was classified based on customer service representative (csr) documentation, and further information confirmed when medical surveillance specialist reviewed the call. The patient stated he first became aware of the meter issue, at 3.30 pm on (B)(6) 2018, when he alleged that he obtained an alleged inaccurately low blood glucose result of ¿67 mg/dl¿ on the subject meter compared to ¿263 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages his diabetes with insulin (no adjustments), and in response to the alleged issue, the patient decreased his normal dose of medication. The patient reported that 6-7 hours after the meter issue began, he developed symptoms of ¿extremely weak and loss ability to think and speak¿, which required him to be treated with ¿drink some water and eat some food¿. The treatment was administered by the patients brother. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.